Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated using radio frequency (rf) telemetry. Additionally, far field r-wave oversensing was noted on the device resulting in inappropriate mode switching. Abbott technical support was contacted, new firmware was downloaded, the cyber security was upgraded, and the device was reprogrammed to resolve the event. The patient was in stable condition.